Event description:
During surgery the tip of the impactor was found to be broken.

Event description:
During surgery the tip of the impactor was found to be broken. There was no injury to the patient and no delay.